Event description:
It was reported that during a surgical procedure the blade broke. It was also reported that there was no adverse consequences and there was no delay as a result of this event. It was further reported that another blade was available to complete the procedure.

Manufacturer narrative:
The blade subject to this investigation was not returned to the manufacturer for evaluation. Manufacturing records were reviewed, no issues were identified which may have contributed to this event. The root cause is undetermined.